Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working properly and affecting patient care workflow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was not working properly. A field service engineer found no drawers were failed upon arrival and the customer requested the station to be checked and found that the main drawers 2.2, 3.1, 3.2, and 5 were repeatedly failing and diagnostics were run, and all drawers initially tested good. A firmware update was prompted when the diagnostics application was launched, and the firmware was updated. All cables were reseated and inspected and missing or defective slide bumpers were checked, and two were replaced in drawers 2.2 and 3.1. A final diagnostics test was run, which revealed intermittent pocket failures in drawers 2.1 and 2.2. One module board and two controller boards were replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.